Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a partial nephrectomy on (B)(6) 2018 and an implantable clip was used. During the procedure, the clip would close inconsistently on the suture. The procedure was completed successfully using another clip. There were no adverse patient consequences reported. No additional information was provided.